Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The pending issue was checked, but the fault could not be replicated. A firmware upgrade was performed, resulting in version 4.0. The device was restarted, and all buttons were verified; they all responded correctly. The noise during door opening was corrected. Movement and door opening were tested. The device was found to be functional. Later that same day, the team of clinical specialists used the device for a simulation with physicians. No faults were reported during the simulation. The device was returned in working order. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a movement issues. There was no patient involved. Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during simulation tests with the equipment, the pendant malfunctioned due to a false contact. She mentioned that they tried to open the door, but the button did not respond, and instead, another button on the pendant was activated.  There was no patient involvement.